Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
While performing a ureteral calculi procedure on a patient, the fiber broke inside the kidney. The physician plans to have the patient return for removal of additional stones. The fiber's locations is unknown at this time.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications and trends was conducted during the investigation. The device is shipped with an instruction for use that describes the intended use, specific items are addressed such as: " never subject fiberoptics to sharp bends in handling, use, storage, or reprocessing. It is recommended that only facilities that are adequately designed, equipped, monitored and staffed by trained personnel should undertake surgical fiber reprocessing at the hospital site. Discard any fiberoptic assembly that is cracked, broken or does not meet minimum transmission standards." The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. It is possible that this device became damaged during use, re-sterilization at the user facility, or during handling of the device. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
While performing a ureteral calculi procedure on a (B)(6) female patient, the fiber broke inside the kidney. The physician plans to have the patient return for removal of additional stones. The fibers location is unknown at this time. No additional information has been provided regarding patient outcome.